Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform any test due to a35 alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a software error and that the alarm recurred after a new battery was inserted. The insulin pump will be replaced.